Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Also, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that a sales representative was informed by a medical engineer that a patient who had a post-operative checkup was confirmed to have antitachycardia pacing (atp) therapy so an analysis of the algorithm was requested. It was attempted to read the save-to-disk data to analyze the episodes, but it failed in reading the data though it was carried out with four programmers and a desktop demo. Another patient's data was able to be read. It was confirmed that the reading error only occurred when the data was inserted via a universal serial bus (usb) drive. The implanted device was returned to the manufacturer while the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).